Manufacturer narrative:
It was reported that the device shows low battery error message. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a diagnostic/troubleshooting was performed by the customer under the remote service engineer (rse) guidance, the low battery error message was not confirmed. The customer disconnected and reconnected the battery in the defibrillator per rse recommendation and the error message was no longer present. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? No, the event did not occur during clinical use. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was reportedly no adverse event.

Event description:
It was reported that the device shows low battery error message. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a diagnostic/troubleshooting was performed by the customer under the remote service engineer (rse) guidance, the low battery error message was not confirmed. The customer disconnected and reconnected the battery in the defibrillator per rse recommendation and the error message was no longer present. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? No, the event did not occur during clinical use. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was reportedly no adverse event.